Event description:
The doctor reported that a prk laser vision correction pt presented at a one month post op exam with an over correction and loss of best corrected visual acuity in each eye. The pt's best corrected visual acuity is 20/30 od and 20/30 os.

Manufacturer narrative:
An amo field service engineer examined the system at the customer's location and found the voltages to be out of specification to the site's supplied mains power. The system was retapped to be compatible with the sites supplied mains power. All other parameters were within specification and the system was verified to within specification upon completion of the repair. The relationship of the voltages to the pt's outcome was not determined. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.